Event description:
Info received indicates the head section cannot be raised or lowered.

Manufacturer narrative:
The technician found the hydraulic manifold was stuck due to contamination inside the unit. He replaced the hydraulic manifold to repair the bed.